Event description:
It was reported that the customer's insulin pump makes noises when it rewinds and then it slows down. Customer was unable to troubleshoot. The customer also reported a tiny crack. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected audio/beep anomalies noted during testing. However, the motor did a grinding sound during rewind due to faulty motor. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.